Manufacturer narrative:
B3: event date unknown device evaluation: one device was received. A visual inspection found the device in worn condition with a broken battery compartment. A review of the event history log showed "downstream occlusion" and "air in line detected" alarm messages. During the functional testing it was found that the battery compartment was broken but otherwise the pump was working fine. The bolus dispenser had a bent pin but the led was working. The cause of the issue was unknown. The battery compartment was replaced. Service history identified that no previous repair has been noted in the last 12 months. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported serial number.

Event description:
It was reported that the pump battery compartment is broken, has a black screen, emits warning signals and has a defective diode on the bolus sensor. There was unknown patient involvement and unknown patient harm/adverse event reported.